Event description:
From (B)(6) ambulance service. While attending a (B)(6), male, reported as hypoglycemic, the blood glucose meter used by the ambulance crew gave an error message twice instead of reporting a blood glucose result. Adverse incident report provided by the ambulance service to the (B)(6) stated no injury.

Manufacturer narrative:
(B)(4).